Event description:
It was reported that the carto 3 rmt suffered a map shift during an afib procedure. Navigant was not in use for this case. The shift was identified by fluoro and ultrasound. The physician believes that the map shift occurred, but the clinical staff did not. No errors were displayed on the carto. Case recordings and debug files will be copied for analysis. Referred to fse.

Manufacturer narrative:
Additional information from customer (affiliate): no warning message from carto. Fluoro position the same. We did a cardioversion on patient however system looked like it compensated. Not sure how many mm we had movement. However I confirmed placement with uls but physician still insisted there was a map shift. This was a carto 3 used in conjunction with odyssey. Rmt was not in use for this case. The physician created a manual shell with the lasso catheter. Acl function in use. Physician expressed concern of map shift relative to catheter and his position on fluoro. Cardioversion was performed and the system did not indicate a patient and or patch movement. The mapping, lasso and cs catheters were connected to the piu. Per physician, the acl catheter shifted, and they did not use rmt catheter. (B)(4).

Manufacturer narrative:
(B)(4). The carto manufacturer received a copy of the data related to the issue, but couldn't investigate it because 50% of the recordings were missing due to some action done when the data was copied. There was no option to retrieve the entire related data. Therefore, the complaint analysis was concluded based on the available information. The reported issue is related to (B)(4). However, map shift event is highly detectable and probability of occurrence of a serious injury and/or death from map shift is very remote. Complaint condition was confirmed.